Event description:
It was reported by user facility: "I picked the staff up in a demo and she said "ouch". It was confirmed by voicemail received from initial reporter that: the involved staff member was using the sara plus lift for the demonstration practice; the employee did complaint the back pain while using the sara plus and she said "ouch" only once and did not say anything else; the involved staff member after the incident missed one day of work "(B)(6) and back to work at the end of the weekend (B)(6); the injured staff member went to emergency room (ER). There is no report from the emergency room visiting. Reference MFR number: 3007420694-2013-00054.